Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had issues with motor error, keypad anomaly and blank display. The customer stated that the device started beeping and shut off. The device was dead for three months and showing a motor error alarm. The user was not able to complete troubleshooting. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.